Event description:
As reported by field clinical specialist, there was a delivery system balloon rupture. The suspected reason was heavy leaflet calcium. The valve was noted to be fully expanded and the balloon was retrieved through the sheath with no issues. The patient was alive at the end of the procedure. The valve was successfully implant. There was no central leak. There was no use error that led to any negative outcomes or patient injury. There was no device malfunction/difficulty using the device during case. No complications resulted from the balloon rupture. Regarding removal, the balloon pulled back into the sheath fine and removed. The esheath was removed after. There was no injury to the patient. The patient was stable post procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Correction to h6 codes per no device return evaluation: the device was not returned to edwards lifesciences for evaluation. The complaint investigation was conducted, using an evaluation technical summary written by edwards lifesciences. Review of the case summary suggests that a fluid adjustment of +2cc's may have been used during the case. A review of the 3mensio imagery provided confirmed presence of significant calcification on all the leaflets. While the training manuals specific to this complaint event are not listed in the technical summary, review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. There was no evidence of product non-conformance's or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. The review of risk management file is complete, and no further action is required. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The balloon burst was unable to be confirmed as no devices were returned for evaluation and photos were not provided of confirmed device failure. Available information suggests presence of calcification and higher than recommended volume prepared in inflation device likely contributed to the event. The provided 3mensio imagery confirmed presence of significant calcification and review of the case summary indicate +2cc's may have been used in the inflation device. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. A pra is not required because there are no confirmed product or labeling/IFU/training material non-conformance's affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.